Event description:
The consumer reported her son pulled the unit down on himself causing the hot water to spill out and burn his face. The incident was reported to kaz from caremark. The instructions for use state to keep the unit and cord out of the reach of children.